Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.".

Event description:
The patient reported a numb feeling and pain. The patient stated, "I've tried shaving them with the file provided, I thought it was the toothpaste I was using but the dentist I was referred to told me it wasn't that. It's mainly at night; I cannot sleep with them on. The pain and numbness usually start 2 hours after wearing them and then taking it off my teach get a throbbing sensation and a pulsating feeling to them I believe I've had them for a year now and I'm only on week 6 because I cannot wear them consistently.".

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.